Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that all lines were connected and no unclamped lines. The baxter technical service representative (tsr) explained the alarm to hp and had hp cycle power to clear the alarm. The hp would finish therapy with manual exchange and notify the nurse. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.